Event description:
It was reported ongoing occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies and resumed insulin, continuing to use the pump for therapy. Reportedly, the customer typically used cold insulin and used pump supplies longer than recommended. Tandem technical support explained that usage was off label and to use room temperature insulin and pump supplies no longer than 72 hours.